Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, while unloading the suture, the suturing device retained part of the suture and became unusable. There was no injury to the patient.